Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and could not be returned for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies migration or misplacement as potential complications associated with use of the device.

Event description:
It was reported that a web migrated distally post deployment in the av fistula while trying to shut down the vessel. The device remains implanted. No surgical intervention was performed. The patient is reported as stable.